Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported the cycler received an air detected in cassette message. The treatment was cancelled and a fluid note was leaking. The patient will use manual treatment if needed. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The device passed the sensor calibration test, the mushroom head check and tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review was conducted.

Event description:
A peritoneal dialysis patient reported the cycler received an air detected in cassette message. The treatment was cancelled and a fluid note was leaking. The patient will use manual treatment if needed. The cycler will be replaced.